Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 34-year-old female patient who had essure (batch no. 755525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, fatigue, dysmenorrhea, dyspareunia, migraine headache (migraine headache- cyclical), rheumatic fever, spinal fusion surgery, anaphylactic reaction to drug and drug rash. Patient was mexican american. Social history:- smoking status- never smoker, alcohol use-no. Concurrent conditions included feeling abnormal since (B)(6) 2017, sickness since (B)(6) 2017, bleeding menstrual heavy (- changes every 112 hr x 3 days,) since (B)(6) 2017, bloating since (B)(6) 2017, pain since (B)(6) 2017, flu (flu like symptoms at beginning of cycle) since (B)(6) 2017, chills since (B)(6) 2017, hot flashes (at night with cycle) since (B)(6) 2017, urinary incontinence (especially with stress) since (B)(6) 2017, stress since (B)(6) 2017, menometrorrhagia since (B)(6) 2017, menarche (menarche age 10-11 with regular menses.) Since (B)(6) 2017, nausea since (B)(6) 2017, periumbilical pain since (B)(6) 2017, spotting menstrual (with wiping only over the past few days.) Since (B)(6) 2017, seafood allergy since (B)(6) 2011, chest tightness since (B)(6) 2011, uterine bleeding since (B)(6) 2017, edema since (B)(6) 2017, tingling since (B)(6) 2017 and adverse reaction since (B)(6) 2017. Family history included kidney cancer (father) and hypertension (father). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On 1-(B)(6) 2011, the patient experienced alopecia ("hair loss") and urticaria ("rashes or skin conditions type: hive like skin condition"). On (B)(6) -2011, the patient experienced fatigue ("fatigue") and dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced menorrhagia ("prolonged and abnormal menses / abnormal, heavy menstrual bleeding /abnormal bleeding (menorrhagia) "), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal) ") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced migraine ("migraine headaches /migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced weight increased ("weight gain / weight gain / loss"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), pruritus ("itching"), dysgeusia ("metallic taste in her mouth"), loss of libido ("loss of libido"), rash papular ("rashes and bumps on her back"), uterine pain ("uterus pain") and pain in extremity ("left leg down to the knee pain"). The patient was treated with ibuprofen, nsaid's, paracetamol (tylenol es), thomapyrin n (excedrin migraine), azithromycin, hydrocodone, oxycodone, minocycline, ketoconazole, trimethoprim, fluconazole, meclozine (meclizine), cyclobenzaprine and surgery (25/3/2011full hysterectomywith bilateral salpingectomy her uterus,cervix,both fallopian were removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, fatigue, dyspareunia, back pain, migraine, alopecia, weight increased, vaginal haemorrhage, urticaria, headache, vaginal discharge, uterine pain and pain in extremity had resolved and the pruritus, dysgeusia, loss of libido and rash papular was resolving. The reporter considered abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, loss of libido, menorrhagia, migraine, pain in extremity, pelvic pain, pruritus, rash papular, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that since her removal surgery her symptoms have mostly resolved, though some remain. In dec-2015, patient received treatment for pelvic pain that was endometrial biopsy. Essure coil device inserted at the fallopian tube opening extending 2,2 cm within the fallopian tube toward the fimbriated end. There is an essure coil device inserted at the fallopian tube opening extending 1.7 cm within the fallopian tube toward the fimbriated end. On (B)(6) 2016, physicians explained that her reported symptoms were likely due to discontinuation of oops rather than essure device. Despite this, she desires essure device removal. Explained that the least risky procedure to achieve this would be hysterectomy. On (B)(6) 2011, findings: hysteroscopic placement of the essure device procedure: the device was then placed through the scope and then plugging procedure was then performed on the right and left sides. Adequate visualization throughout the case was identified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on 1-jun-2011: confirming full occlusion fallopian tubes. Ultrasound scan - in (B)(6) 2011: confirming full occlusion fallopian tubes. Approximate weight at the time of essure placement 126.00 lbs. It was reported that endometrial biopsy in dec2015. She underwent an evaluation in dec2015 at which time an endometrial biopsy and pelvic ultrasound were performed with benign findings. On (B)(6) 2017, low sex drive - was given t cream which was not helpful. She was seen for a gyn evaluation dec2015 for the above complaints. An ems and pelvic us were performed with benign findings. On (B)(6) 2017, assessment: multitude of symptoms sip essure placement including: menorrhagia/dysmenorrhea/dyspareunia, chronic fatigue, cyclical migraine ha, desire for essure removal. On (B)(6) 2017, findings: sound 7 cm; normal uterus and bilateral adnexa; normal upper abdomen; normal cysto small koh ring; scm rumi; 9" vlock suture. On the same day, final diagnosis: uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: uterus: atrophic endometrium, adenomyosis. Bilateral fallopian tubes: essure coil devices in the right and left lumens, peritubal cysts. Findings: exam under anesthesia was notable for a normal uterus which sounded to 7cm. Upon laproscopy, the upper abdomen was normal. The uterus was normal bilateral adnexa were normal and the post procedure cystoscopy was normal. Specimens: uterus and cervix and bilateral fallopian tubes. On (B)(6) 2017, she presents for an acute ov due to progressive umbilical pain x 1 wk. She notes pain with movement. She admits to nausea for the past few days. Assessment: acute umbilical pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, fatigue, dyspareunia, back pain, migraine, headache and pain in extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 34-year-old female patient who had essure (batch no. 755525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, fatigue, dysmenorrhea, dyspareunia, migraine headache (migraine headache- cyclical), rheumatic fever, spinal fusion surgery, anaphylaxis and rash. Patient was mexican american. Social history:- smoking status- never smoker, alcohol use-no. Concurrent conditions included feeling abnormal since (B)(6) 2017, sickness since (B)(6) 2017, bleeding menstrual heavy (- changes every 112 hr x 3 days,) since (B)(6) 2017, bloating since (B)(6) 2017, pain since (B)(6) 2017, flu (flu like symptoms at beginning of cycle) since (B)(6) 2017, chills since 1-jan-2017, hot flashes (at night with cycle) since (B)(6) 2017, urinary incontinence (especially with stress) since (B)(6) 2017, stress since (B)(6) 2017, menometrorrhagia since (B)(6) 2017, menarche (menarche age 10-11 with regular menses.) Since (B)(6) 2017, nausea since (B)(6) 2017, periumbilical pain since (B)(6) 2017, spotting menstrual (with wiping only over the past few days.) Since (B)(6) 2017, seafood allergy since (B)(6) 2011, chest tightness since 25-mar-2011, uterine bleeding since (B)(6) 2017, edema since (B)(6) 2017, tingling since (B)(6) 2017 and adverse drug reaction nos since (B)(6) 2017. Family history included kidney cancer (father) and hypertension (father). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced alopecia ("hair loss") and urticaria ("rashes or skin conditions type: hive like skin condition"). On (B)(6) 2011, the patient experienced fatigue ("fatigue") and dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced menorrhagia ("prolonged and abnormal menses / abnormal, heavy menstrual bleeding /abnormal bleeding (menorrhagia) "), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal) ") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced migraine ("migraine headaches /migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced weight increased ("weight gain / weight gain / loss"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), pruritus ("itching"), dysgeusia ("metallic taste in her mouth"), loss of libido ("loss of libido"), rash papular ("rashes and bumps on her back"), uterine pain ("uterus pain") and pain in extremity ("left leg down to the knee pain"). The patient was treated with ibuprofen, nsaid's, paracetamol (tylenol es), thomapyrin n (excedrin migraine) and surgery ((B)(6) 2011 full hysterectomywith bilateral salpingectomy her uterus,cervix,both fallopian were removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, fatigue, dyspareunia, back pain, migraine, alopecia, weight increased, vaginal haemorrhage, urticaria, headache, vaginal discharge, uterine pain and pain in extremity had resolved and the pruritus, dysgeusia, loss of libido and rash papular was resolving. The reporter considered abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, loss of libido, menorrhagia, migraine, pain in extremity, pelvic pain, pruritus, rash papular, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that since her removal surgery her symptoms have mostly resolved, though some remain. In dec-2015, patient received treatment for pelvic pain that was endometrial biopsy. Essure coil device inserted at the fallopian tube opening extending 2,2 cm within the fallopian tube toward the fimbriated end. There is an essure coil device inserted at the fallopian tube opening extending 1.7 cm within the fallopian tube toward the fimbriated end. On (B)(6) 2016, physicians explained that her reported symptoms were likely due to discontinuation of oops rather than essure device. Despite this, she desires essure device removal. Explained that the least risky procedure to achieve this would be hysterectomy. On (B)(6) 2011, findings: hysteroscopic placement of the essure device procedure: the device was then placed through the scope and then plugging procedure was then performed on the right and left sides. Adequate visualization throughout the case was identified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion fallopian tubes. Ultrasound scan - in (B)(6) 2011: confirming full occlusion fallopian tubes. Approximate weight at the time of essure placement 126.00 lbs. It was reported that endometrial biopsy in (B)(6) 2015. She underwent an evaluation in (B)(6)2015 at which time an endometrial biopsy and pelvic ultrasound were performed with benign findings. On (B)(6) 2017, low sex drive - was given t cream which was not helpful. She was seen for a gyn evaluation dec2015 for the above complaints. An ems and pelvic us were performed with benign findings. On (B)(6) 2017, assessment: multitude of symptoms sip essure placement including: menorrhagia/dysmenorrhea/dyspareunia, chronic fatigue, cyclical migraine ha, desire for essure removal. On (B)(6) 2017, findings: sound 7 cm; normal uterus and bilateral adnexa; normal upper abdomen; normal cysto small koh ring; scm rumi; 9" vlock suture. On the same day, final diagnosis: uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: uterus: atrophic endometrium, adenomyosis. Bilateral fallopian tubes: essure coil devices in the right and left lumens, peritubal cysts. Findings: exam under anesthesia was notable for a normal uterus which sounded to 7cm. Upon laproscopy, the upper abdomen was normal. The uterus was normal bilateral adnexa were normal and the post procedure cystoscopy was normal. Specimens: uterus and cervix and bilateral fallopian tubes. On (B)(6) 2017, she presents for an acute ov due to progressive umbilical pain x 1 wk. She notes pain with movement. She admits to nausea for the past few days. Assessment: acute umbilical pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, fatigue, dyspareunia, back pain, migraine, headache and pain in extremity. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporters were added. Patient¿s details, concomitant disease, historical condition, family history, unstructured relevant tests, concomitant drug and treatment drugs were added. Abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: hive like skin condition, migraines / headaches, vaginal discharge, uterus pain and left leg down to the knee pain were added as events. Essure lot number added. Medically confirmed case. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged and abnormal menses / abnormal, heavy menstrual bleeding"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), back pain ("severe back pain"), migraine ("migraine headaches"), pruritus ("itching"), dysgeusia ("metallic taste in her mouth"), alopecia ("hair loss"), loss of libido ("loss of libido"), weight increased ("weight gain") and rash papular ("rashes and bumps on her back"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy her uterus, cervix, both fallopian were removed.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, fatigue, dyspareunia, back pain, migraine, pruritus, dysgeusia, alopecia, loss of libido, weight increased and rash papular was resolving and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, loss of libido, menorrhagia, migraine, pelvic pain, pruritus, rash papular and weight increased to be related to essure. The reporter commented: it was reported that since her removal surgery her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirming full occlusion fallopian tubes. Ultrasound scan - in (B)(6) 2011: confirming full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.